Event description:
Pt had corner stone bone allograft and atlantis plate & screws implanted - cervical spine fusion in 2004. The pt began to experience increasing difficulty swallowing 8 mos later. She was diagnosed with an interior neck infection & abscess drained by an ent physician 2 mos later. The plate & screws were explanted. A wound culture grew streptococci & candida albicans. The pt completed 6 weeks of IV antibiotics & has had complete resolution of the infection. The two rti bone allograft lots implanted in this pt were confirmed by hosp to be part of recall.